Event description:
It was reported that the merlin.net transmission showed one lv lead impedance out of range. All subsequent measurements were stable and in-range. The patient was not symptomatic and no other lead issues were observed. It was discussed to continue to monitor the system.